Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for torque limiting handle 80in-lb was conducted identifying that lot number gb72340 was released in two (2) batches on february 02, 2016 and february 29, 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A product investigation was completed: visual inspection of the complaint device showed no external damage or defects. The device was sent for torque testing. A functional assessment was performed on the complaint device. The device torque tested low. The complaint was able to be replicated. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as it torque tested low. No definitive root cause could be determined based on the provided information, however it can likely be traced to lack of maintenance. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the device was defective. During investigation of the returned device, the device torque tested low. This report is for a torque limiting handle. This is report 1 of 1 for (B)(4).